Event description:
During the thread passage within the framework of a peg application, the fixing knot jammed inside the sheath and could not be removed via the abdominal wall or the stomach/esophagus. After severing the thread and the sheath, it was possible to remove the probe via the esophagus; however, parts of the sheath and metal loop settled in the abdominal wall and had to be removed surgically under local anaesthesia. The pt was free of complaints afterwards.